Event description:
A malfunction alarm was reported with a specific malfunction code. The customer declined to answer whether the issue caused their blood glucose level to exceed 500 mg/dl, so no conclusive impact on blood glucose level was provided. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support again if any issues reappear.